Event description:
A home patients (hps) nurse contacted baxter's product surveillance department to report a minicap falling off a minicap transfer set. The hp is new to therapy, first treatment was in 2006. The transfer set was replaced on the same day, (home patient still in training). No patient injury / medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.